Event description:
The report stated that the outputs were low on the monopolar jacks for cut and coag but reported a cable burning and sparking.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.